Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 c-ring broke and they used another kit to finish the case. Nothing broke off or fell into the patient and no patient harm was reported.

Manufacturer narrative:
Trackwise ID (B)(4).

Event description:
N/a.

Manufacturer narrative:
Trackwise #: (B)(4). The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device discarded.